Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are experiencing pain in their body. As per checking product registration services team already tried multiple attempts to gather the missing information but still unable to gather the missing info. They have a card that says "stimulation system" and has patient's name and address on it. The patient stated they think they got implant in 2017 or 2016, but could not confirm and were unclear what device they have. The patient thinks they should have external equipment because that is what the patient is reading, but they don't have any external equipment. They think they have something in their neck and stated they don't know what it's for. The patient did not have any external equipment/boxes for external equipment. They reported "hearing" someone cause them pain, to poop and pee and body to "go outrageous". They reported that they are "hearing" pain, "like strikes of pain". They are not sure how they are hearing it. The patient stated this is horrific and far worse than any break that they have. They can't get an MRI because it's painful in their neck. This all started "about 6 years ago". The patient was very difficult to follow throughout call and agent made best attempt to gather all relevant information. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as the patient had no external equipment. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They had called because they had gotten an ID card that said ¿unk¿ on it. They stated they were paralyzed, had a catheter and ostomy bad and that they¿d had amputations (not alleged to be related to the device/therapy). The patient stated they could hear someone telling them about their bladder and bowel. Patient services reviewed device function. The patient reiterated again that they¿d had an x-ray done and it showed that they had an implant in their neck. The patient had no information other than what was on the ID card. Patient services reviewed that the device was not implanted in the neck and could make no sound and it was suggested that the patient follow up with a health care professional (hcp) to further address the issue. On 2021-jun-29, the patient called back repeating the previously reported information. The patient stated they were not certain if they had a neurostimulator implanted and referred to the information on their card. The patient stated they had two types of bowel and two types of bladder and that the device talked to them. The patient stated that they did not know what doctor implanted the device in their neck and they did not know who to follow up with. The patient asked if the manufacturer company had a counselor or lawyer that would be able to help them and it was reviewed with the patient that the manufacturer company did not have these types of services for patient. It was recommended that the patient contact the implanting hospital to request device details and name of the health care professional (hcp). Additional information was received from the patient. Caller added that since the stimulator was delivered to their front door in 2016, their blood pressure had gone up to 90/60 and their pain levels had risen to 123. Caller noted that no one told them they couldn't have an MRI and they had an MRI but had to stop because their neck was so hot and the bottom of their lower jaw was black and their teeth were black as well ever since. Caller asked if someone from [manufacturer] could come to their home to help them. Caller stated this was an urgent matter and that they needed someone to come help them. Caller stated they had a bladder stimulator and it could stimulate very bad. Caller noted their ID card had no information on it probably for their privacy. Caller stated they had to go to an appointment. Agent attempted to review information with caller but caller stated they needed to go and disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2024. They reported that in 2016 they woke up on the operating table and their neck was cut open and [the manufacturer's] device was implanted. Patient stated they remembered seeing the surgeon's head was thin and had a black dab of hair on the top of their head, but stated they didn't receive the name of the surgeon that implanted their system. Patient commented that someone (not employee of hospital) got into the hospital and put the device into their neck and it had been running around nothing but pain. Patient said that they have had x-rays taken to prove it. They said they have a horrific pain that someone stimulates and they didn't have a pain pump. Patient said that the name of the surgeon was unknown and device information was listed as being unknown. Patient said that their external programmer was stolen and they requested a replacement. Patient services reviewed that the interstim device was not placed in the neck area. Patient services reviewed replacement process and explained that first the model of implant would need to be determined and explained that the device information might be visible on an x-ray. After the device information was determined, then the next step would to be to have their implanted device checked by a manufacturer representative (rep) at a physician's office to check the status as due to date of implant, there was a good probability that the ins had depleted. Patient services explained that if that was the case, then there was no reason to replace the external device. Patient to discuss options with their physician. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they didn't have a physician. Physician listings were sent to the patient. Patient stated they were looking into getting a lawyer involved because of this situation. Additional information was received from the patient on (B)(6) 2024. They reported that they first noticed the issues with their device in 2016 when they had an MRI (their lower teeth were black). Patient stated their ins was maybe implanted in (B)(6). When asked the cause of the device "stimulating bad," the patient stated "someone put it in me to torture me." When asked what steps were taken to resolve the issues, the patient stated they've told every doctor, hospital, and their lawyer, and the issues have not yet been resolved. Patient reported the cause of the device talking to them was unknown. Patient repeated information about being a paraplegic and now an amputee and they needed help; they were desperate. Patient stated they lost their parents. When asked to clarify if the need to stop an MRI "because their neck was so hot and their jaw/teeth were black ever since" was related to the implant, the patient stated yes, it was implanted in 2016 and the surgeon never told them. They were implanted with a stimulation system to manage their bowels and bladder. Patient stated the cause of these issues was determined and the patient stated the most likely cause was due to the surgeon never telling them [about] data breach letters. Patient then repeated that an MRI was given and they had to stop it because their neck was burning so bad. The patient stated no steps were taken to resolve the issue. Patient was sent to another facility from (B)(6) 2016 to (B)(6) 2017. Patient stated they never told them either; they had been tortured. The issue has not yet been resolved.